Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had to undergo an emergency surgery due to severe infection which affected the device.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely the user had to undergo an emergency surgery due to severe infection which affected the device.the user has a history of recurrent otitis. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. The device was still functioning prior to being removed. This is a final report.

Event description:
The user had to undergo an emergency surgery due to severe infection which affected the device.